Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted because it had high pacing impedance and intermittent capture at high output. No adverse patient events were reported. Should additional information be received, this file will be update.